Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-500-20 mdrs related to this event: 2029214-2019-01086. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline flex with shield did not open during a procedure. The patient was undergoing flow diversion of a oara ophthalmic berry aneurysm. The vessel anatomy was normal in tortuosity. A continuous flush was used. It was reported that while attempting to deploy the ped2-500-20 from the m1 through the catheter, the ped could not open and appose the vessel wall. After five maneuvers to resheathed and redeploy. The physician decided to withdraw both the ped and catheter. No patient injury was reported.